Event description:
It was reported that a patient experienced peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with therapy was not reported. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis and the treatment given were not reported. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.